Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd 5ml syringe luer-lok¿ the syringe is leaking. The following information was provided by the initial reporter: syringe leaking.

Event description:
It was reported that during use with bd 5ml syringe luer-lok¿ the syringe is leaking. The following information was provided by the initial reporter: syringe leaking.

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. The photo showed a 5ml blister package from batch 3061813 inside of a biohazard bag. No sample or representative photo was received for evaluation to confirm reported defect. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.